Event description:
Dr said the tip of the light pipe was defective and would not fit in the 25 gauge port. It was from the alcon constellation vitrectomy pack reference #8065751462, lot #1211563h. Another pack had to be opened and this defective light pipe was sent to biomed. Clinical engineering did not receive the device. Unknown if returned to manufacturer by or staff or not.